Manufacturer narrative:
Device return and evaluation in progress.

Event description:
It was reported that during setup prior to use at the user facility, the irrigation was low on the device. It was reported that there was associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed upon evaluation of the device. The device was repaired and returned to the customer.

Event description:
It was reported that during setup prior to use at the user facility the irrigation was low on the device. It was reported that there was associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.